Event description:
(B) (4) peripheral cutting balloon. It was reported in (B) (6) 2005 the patient underwent treatment for the peripheral cutting balloon device for one lesion. The target lesion was described as renal artery, restenosis lesion, post pta. The target vessel was non-tortuous without calcification. The lesion was 5mm in diameter and 10mm in length. This was a concentric tight stenosis lesion with 80% stenosis pre-treatment and 0% stenosis post-treatment. In (B) (6) 2005, after pcb treatment comment noted ¿bleeding after usage of treated artery, regulated normal kidney functions.¿ the patient 6 month follow up visit in (B) (6) 2006, comment stated ¿normal kidney function¿. No additional information provided. No adverse events or re-interventions reported.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B) (4). Product not returned for analysis